Event description:
It was reported that when the patient turned the programmer off by pressing "the button," it turned their stimulator off. The patient stated ¿maybe it was something they were doing¿ and wanted to know if they needed to press the off button after adjusting settings. It was noted this started about a week prior and if the patient just let the programmer shut off on its own, it didn¿t happen. Programmer training was ineffective because the patient was still under the effects of anesthesia. No symptom relief was noted. During the call, the different programs were tried. The patient felt stimulation in the vaginal area on programs 1 and 4. Program 3 was ¿not bad¿ and the patient was feeling stimulation towards the ¿back area¿ on program 2. The patient elected to stay on program 4 at 2.0v to see if they could get symptom reduction. Information received a little more than a week later indicated the patient received assistance from a manufacturer representative and their concerns were resolved. The patient noted their previous call.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0g0rc, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).